Manufacturer narrative:
(B)(4). The sample has been returned to arrow. When our evaluation is completed, a follow-up report will be sent.

Event description:
It was reported that the catheter was in place for 3.5 days when it was decided to exchange the catheter over a spring wire guide. As the catheter was withdrawn, the catheter "sheared". The catheter and spring wire guide were left in place and the patient was taken to interventional radiology for removal. There were no additional patient complications.